Event description:
The pt received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt has stimulation but the communication with the ipg is not steady. She reported that any slight movement would cause a loss of communication. It was noted the ipg does protrude some what. A spacer kit was shipped to the pt. Attempts to gather additional info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.